Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient got an infection. No further complications have been reported as a result of this event.